Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis. When manipulating a guidewire and a perclose device on the left side, vascular dissection from the external iliac artery to the abdominal aorta occurred. The use of perclose was discontinued and a cut-down was made. It took two hours until this step. Then all the planned devices were deployed without any problems. A confirmation angiography showed incomplete opening of the ipsilateral leg at the level of flow divider, so additional ballooning was performed and the procedure was concluded. On the same day, a contrast-enhanced CT scan was performed and it confirmed stenosis due to compression of the ipsilateral leg at the level of flow divider. Therefore, a reintervention was indicated. On the same day, a bare-metal stent was additionally implanted to reline the ipsilateral leg. The stent graft compression was resolved. The patient tolerated the procedure. The reporting physician commented as follows: the patient¿s aorta was narrow and afx2 was a candidate device, but excluder was chosen as ibe was also an option. In this case, the dissection from the left external iliac to aorta was a main problem.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.